Event description:
The implant failed due to poor osseointegration. The implant was placed at #25 and removed after 3 mos. Traditional 2 stage surgery. Prosthetic attachment. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.